Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 17-jul-2019 with the following findings: during testing, shortly after powering on, the pump emitted a cs 088 alarm. The pump case was removed and internal moisture damage was found located on the watchdog and surrounding components. Unrelated to the complaint, investigation revealed a crack in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (cs 088) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.